Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Provider states the unit has an intermittent on/off switch so the unit will turn on all by itself.